Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor fill. (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 40 and 35 mg/dl. Unable to verify results in question when reviewing meter's memory but customer insisted the meter produced these low results during the specified date and times; the customer verbally provided the exact results, date, & times of low results in question. The customer's expected fasting blood glucose test result range is 150 - 250 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The customer stated she stores her supplies in her purse, but insisted the supplies are stored at room temperature. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date at time of call is one month. The customer stated she has not had any recent changes in diet, exercise, or medications. The meter memory was reviewed for previous test result history: (B)(6). Customer called in complaining she received low fasting blood results of 35mg/dl on (B)(6) 2017@8:00p.m. And 40mg/dl on (B)(6) 2017@6:00a.m. However, felt no symptoms of hypoglycemia, as customer's normal fasting blood glucose range is between 150-250mg/dl.